Event description:
Pacemaker was working fine and then pt started experiencing shortness of breath. Pacemaker was reprogrammed but problem persisted. Pacemaker was removed and replaced and then lead wires became infected. They have been removed and replaced. Pt was told that the pacemaker's "charge was not holding".